Event description:
Complainant alleged that during biomedical testing and routine preventative maintenance, the device lost the ECG display when it was bumped. The complainant indicated that there was no pt involvement in the reported malfunction.